Event description:
A surgeon performed a lap assisted vaginal hysterectomy on an otherwise health pt on 12/20/2002. Approx two or three days after the surgery she started to complain of severe pain. She had no fever. Her white blood count was 24,000. There was no shift. An ultrasound and CT scan showed stranding around the bowel and in the pelvis and a small vaginal cuff hematoma. The hematoma drained spontaneously. There was no sign of infection, however the pt was started on antibiotics. Her pain continued for approx 10 days and is not just starting to resolve. Additional info provided on 4/25/2005 (and on 5/3/2005) in litigation, alleges that pt underwent laproscopic surgery during which gynecare intergel was used on 12/9/2002. Subsequent to this surgery, pt was hosptialized from 12/29/2002 to 1/1/2003 "with complications resulting from the use of intergel during this surgery." Additional info provided on 5/2/2005 noted that the pt underwent a lavh and lso due to chronic pelvic pain unresponsive to outpatient therapy on 12/19/2002. In the entire operative note there is no mention of gynecare intergel use. The medical records were reviewed and although the pt was admitted on 12/29/2002 for pelvic pain, some chills and vaginal bleeding there is no mention of gynecare intergel use. The pt was admitted for IV antibiotics for a vaginal cuff hematoma and was discharged on 1/1/2003. Update: additional info provided on 6/6/2005 noted that, again, there is no mention of the use of gynecare intergel in the operative mode. There is a mention of "gel" use in a note from the pt to the surgeon dated 12/12/2003 stating that "ID did not ask for all this pain nor did I know anything about the gel or what the effects were. Also not knowing that you had only used it three times before." On 1/27/2003 the pt underwent a laparoscopic lysis of adhesions and physical 1/31/2003 an exploratory labparotomy and right oophorectomy for persistent pain. It states in the history and physical 1/31/2003 that she had significant pain following her hysterectomy and that "we thought" it "was attributed to the intergel." It states on the discharge summary 2/2/2003 that the pt was "very adamant about having her remaining ovary removed due to a family of history of ovarian malignancy. She was also very adamant about hot having repeat laparoscopy, that she wanted her abdomen thoruughly explored and organs palpated. Did not think this was totally necessary, but because of the pt insistence, went ahead with the exploratory laparoatomy and right oophorectomy." Additional info provided on 6/23/2005 noted that there is an operative report from 12/19/2002 when the pt underwent a lavh and lso for chronic pelvic pain unresponsive to outpatient therapy. There is no mention of gynecare intergel nor any other adhesion prevention product used.

Event description:
A surgeon performed a lap assisted vaginal hysterectomy on an otherwise healthy patient in 2002. Approx two or three days after the surgery pt started to complain of severe pain. They had no fever. Their white blood count was 24,000. There was no shift. An ultrasound and CT scan showed stranding around the bowel and in the pelvis and a small vaginal cuff hematoma. The hematoma drained spontaneously. There was no sign of infection, however the pt was started on antibiotics. Their pain continued for approx 10 days and is now just starting to resolve.